Event description:
As reporter by the user facility: ref # 8713060u, serial # (B)(4). Reports under infusion. Pump set 260/hour total volume input unknown, alarmed as scheduled, but when looked at bag, medication still remained; no piggyback drug-just main drug. First drug given was bevacizumab which is a chemo then the bag that had issue was a mixed bag of irontacan and lucoverin; set used is unknown and not save as chemo infused. Issue occurred in oncology infusion. No known injury to pt. Reference MFR report # 9610825-2013-00354.